Event description:
The device was connected to the pt through quik-combo electrodes. Reportedly, the device continuously prompted connect electrodes and an analysis of pt ECG could not be performed as a result. And als crew immediately arrived on scene and used their manual device to adminster therapy to the pt. The pt was resuscitated.